Event description:
At the last device follow-up the device had tachycardia therapy active, then some time later a magnet was applied for a medical procedure to temporarily disable tachycardia therapy, and then upon a subsequent follow-up with a programmer, therapy on the device came up as deactivated. The representative was informed that magnet application alone cannot permanently disable / program therapy off and that a programmer is needed. The representative programmed therapy back on upon interrogating the deactivated device. The device remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.